Event description:
It was reported that approximately one year two months post port device implant, a thrombus-like fibrin sheath was allegedly adhered around the port catheter; however, blood flowed inside the catheter. It was further reported that imaging demonstrated thrombus in the left subclavian vein, which was dissolved. Reportedly, the port device was removed. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: an manufacturing review cannot be performed as no lot number was provided by the complainant. Investigation summary: one x-port ip with attached groshong catheter was received for evaluation. Gross examination of the port segment showed multiple puncture access of the port septum and a distinctive curve of the tubing. Excess residue was noted between the cath-lock and the port body. Necking was observed on the catheter. Tactile evaluation to the area of necking reflected no tensile weakness and no abnormal elasticity. The port body with attached catheter segment was patent to infusion and aspiration with no leaks noted. Three electronic photographs were also received and evaluated. One photo shows the proximal end of port septum, cathlock and proximal end of catheter with excess residue noted between the cath-lock and the port body .the second photo shows the proximal end of port septum, cathlock and proximal end of catheter with excess residue noted between the cath-lock and the port body. The third photo shows one x-port isp with attached groshong catheter, residue noted. The investigation is confirmed for thrombus-like fibrin sheath around catheter as excess residue was noted. Although a definitive root cause could not be determined, the following contributing factor malfunctioning valve could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was not provided, a review of the device history records has not been performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year two months post port device implant, a thrombus-like fibrin sheath was allegedly adhered around the port catheter; however, blood flowed inside the catheter. It was further reported that imaging demonstrated thrombus in the left subclavian vein, which was dissolved. Reportedly, the port device was removed. The patient status is unknown.